Event description:
Upon powering on, the autopulse platform (B)(4) did not recognize the autopulse li-ion battery (sn unknown) when inserted. The battery was fully charged and communicated properly with the autopulse multi-chemistry charger (mcc). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR 3010617000-2022-00364 for the autopulse li-ion battery (sn unknown).

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) did not recognize the autopulse li-ion battery when inserted was not confirmed during functional testing but confirmed in the archive data review. The probable root cause of the reported issue was the intermittent functionality of the pdb board or battery cable, likely due to defective components. Upon visual inspection, zoll service personnel noted a crack on the front enclosure, unrelated to the reported complaint. The root cause was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data showed multiple user advisory (ua)03 (error communicating with battery controller) error messages occurred on the customer's reported event date. User advisory (ua)03 is an indication that the autopulse cannot communicate with the battery, thus confirming the reported complaint. The autopulse platform passed initial functional testing without any fault or error. The customer reported complaint was not reproduced during the functional testing. Nevertheless, the pdb board and battery cable were replaced as a preventive precautionary measure, as the components may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).